Event description:
The customer reported that the cannula was not fully inserted at the infusion site and that his blood glucose was in the 400's (mg/dl).

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly inserted at the infusion site. This condition could not interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.